Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 10:56:02. During night drain cycle five, the patient's ultrafiltration reading was 932ml, indicating the home patient (hp) drained 932ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The following labeling was reviewed: the homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." If any additional information is received, a follow-up will be sent.